Manufacturer narrative:
This MDR was made in error and is a duplicate of 9172538.

Event description:
Material #: unknown. Batch #: unknown. It was reported by customer that ahwfb had a critically ill patient requiring three vasopressors to keep her blood pressure up. The pump with the tubing that had levophed (vasopressor for blood pressure) began to alarm, ¿check channel.¿ ther error message occurred twice. The levophed was on a high dose and had to be increased. The rn was going to switch out the pump and when she opened the door, she saw the tubing had a leak. She immediately switched out tubing. The patient became unstable. The provider was at the bedside during this, the patient coded. She coded three times after that and the family withdrew care. Verbatim: rcc received a complaint via email. Email(s) attached. Customer stated that tim hauck is the rmi who investigated the case. Ahwfb had a critically ill patient requiring three vasopressors to keep her blood pressure up. The pump with the tubing that had levophed (vasopressor for blood pressure) began to alarm, ¿check channel.¿ ther error message occurred twice. The levophed was on a high dose and had to be increased. The rn was going to switch out the pump and when she opened the door, she saw the tubing had a leak. She immediately switched out tubing. The patient became unstable. The provider was at the bedside during this, the patient coded. She coded three times after that and the family withdrew care.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim: customer stated that tim hauck is the rmi who investigated the case. Ahwfb had a critically ill patient requiring three vasopressors to keep her blood pressure up. The pump with the tubing that had levophed (vasopressor for blood pressure) began to alarm, ¿check channel.¿ ther error message occurred twice. The levophed was on a high dose and had to be increased. The rn was going to switch out the pump and when she opened the door, she saw the tubing had a leak. She immediately switched out tubing. The patient became unstable. The provider was at the bedside during this, the patient coded. She coded three times after that and the family withdrew care.